Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient experienced a blood glucose of 25mmol/l, with large ketones, associated with an alleged inaccurate delivery issue. Reportedly, the patient resumed pump therapy after replacement, and did not receive any treatment above and beyond the usual routine of diabetes care and management. The reporter was not able to provide further information during the initial complaint. This complaint is being reported because the patient allegedly experienced hyperglycemia while on the insulin pump,

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/04/2018 with the following findings: during investigation, the last basal delivery was on (B)(6) 2017. The black box showed occlusion alarms with high force. The deliveries resumed. The occlusion alarms occurred with high force. The pump was exercised for 24 hours with a 2.0 u/hr basal rate and at the end of testing, the total daily dose added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The force sensor measured within specification. The original complaint was unable to be duplicated.